Event description:
It was reported that approximately one hour post-implant procedure the patient's blood pressure dropped and the patient complained of not feeling well. An echocardiogram revealed a small effusion and fluid around the heart. A pericardiocentesis was performed which stabilized the blood pressure and made the patient feel better. The physician indicated that it was not possible to tell whether it was the right atrial (ra) lead or the right ventricular (rv) lead which caused the effusion. The patient was being monitored and both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.